Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that there was some resistance at the time of inserting the pentaray nav high-density mapping eco catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Then, after insertion to the cardiac cavity, the pentaray nav high-density mapping eco catheter has a signal noise on 15-16. However, they finished without the catheter replacement. Additional information was received indicated the resistance did not result if any damage to the sheath, dilator or the catheter. Devices were not stuck, there was just high resistance. The customer¿s reported issues of resistance and noise are not considered to be MDR reportable since the risk to the patient is low. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found one electrode was observed lifted and the splines were observed bent. These findings were reviewed and determined the damage to the electrode is an MDR reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction on 14-mar-2023 and have reassessed the event as reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual inspection was performed, and one electrode was observed lifted and the splines were observed bent. A dimensional and electrical test were performed, and they were within specifications. In addition, it was unable to introduce the device into the returned complaint vizigo sheath due to the damage observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer cannot be confirmed, however, the resistance reported by the customer could be related to the damage observed on the electrode; this damage could be related to the introduction of the device into the vizigo according to the provided video by the customer. The instructions for use contain the following instructions: confirm that the thumb knob is pulled back completely before insertion. Advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the sheath. Do not bend the spines backward. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Initial reporter phone: (B)(6). Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported noise issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the issue of electrode damage (lifted). Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the issue of bents in the spline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).